Manufacturer narrative:
(B)(4). Device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. The sample was received used and not in the original teleflex lma packaging. The airway tube was observed to be twisted/distorted most likely due to transporting or handling after being unpacked. The device was able to be inflated and deflated as intended. There was no air leak observed when the device was immersed into water. The reported complaint was unconfirmed as there was no air leak found and the device inflated as intended. No further action is required at this time.

Event description:
The event is reported as: the customer alleges the device is not inflating.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges the device is not inflating.